Event description:
Patient was referred to surgeon because their device had "quit working" approximately six weeks prior. Treating neurologist reportedly believes that there may be an issue with the patient's lead. The patient reported that they could no longer feel device stimulation and that they no longer experiencess voice change with stimulation, even after output current was increased to the maximum setting (3.5ma). The device was programmed to off pending revision surgery.the patient reports no recent injury or trauma that may have damaged the ncp system. Review of x-rays did not reveal any obvious disconituities in the ncp system. The patient was seen by neurosurgeon for consult, but had to postpone ncp system replacement surgery because their "blood was too thin:. The patient reportedly takes blood thinners for atrial fibrillation. The neurologist advised the patient to discontinue their blood thinner for ten days prior to vns replacement surgery, but their cardiologist has indicated that they cannot go longer than five days without taking their blood thinner medication.review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine the nature of the alleged device malfunction.